Manufacturer narrative:
(B)(4). Additional information received: was the device on a vessel/artery when it would not open? No, in a fallopian tube if yes, how was the device removed? (I.e. Cut off, forced opened) the device is opened manually. If cut off, did this cause a change in the plan of care for the patient? Non-surgical plan is changed, only the device is changed. Did the removal cause any damage to the vessel/artery? To remove the device causes no damage. If yes, what is the damage and how was the damage repaired? Na. Did the surgeon continue the case with this same device? Not, the device is changed.

Manufacturer narrative:
(B)(4). Batch # m91u5j. The device was received in good physical condition. Upon visual inspection to the device, no anomalies were observed with the jaws as was reported by the costumer. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a unilateral total salpingectomy by laparotomy procedure, being a new device (single use) this one got damaged without reopening the jaws. Unknown how case was completed. There were no adverse consequences for the patient. Device discarded.